Event description:
On (B)(6) 2022, the following information was reported to kci by the patient: the activ.a.c.¿ ion progress¿ remote therapy monitoring system power cord allegedly started sparking/smoking when the cord was plugged into the unit. On (B)(6) 2022, the following information was reported to kci by the patient: there was no harm or injury to the patient or bystanders as a result of the alleged event. On (B)(6) 2022, the following information was reported to kci by the patient: the alleged smoke was continuous and occurred at the power supply. The smoke ceased once she unplugged the cord from the outlet. On 14-nov-2022, the device and power cords were tested per quality control procedure by the kci service center, and passed the quality control checks and met specifications. On (B)(6) 2022, the device and power cords were placed with the patient. On 22-nov-2022, the device was tested per quality control procedure by the kci service center and the unit passed the quality control checks and met specifications. The affected power cords were not available to return to kci quality engineering for evaluation.

Manufacturer narrative:
After reviewing the information provided, kci is reporting this event as a device malfunction that has the potential to result in injury if the malfunction were to recur. There were no injuries to the patient or others due to the alleged event. The affected power cords were not available to return to kci quality engineering for evaluation. Device labeling, available in print and online, states: warnings: important information for users: in order for kci products to perform properly, kci recommends the following conditions. Use this product only in accordance with this manual and applicable labeling. Ensure the electrical installation of the room complies with the appropriate national electrical wiring standards. Do not operate this product if it has damaged power cord, power supply or plug. If these components are worn or damaged, contact kci. Do not drop or insert any object into any of the opening or tubing of this product. Keep the unit away from heated surfaces. Do not modify the therapy unit or dressing. Do not connect this product or its components to devices not recommended by kci. Avoid spilling fluids on any part of this product. Fluids remaining on the electrical controls can cause corrosion that may cause the electronic components to fail. Component failures may cause the unit to operate erratically, possibly producing potential hazards to patient and staff. If spills do occur, unplug the unit immediately and clean with an absorbent cloth. Ensure there is no moisture in or near the power connection and power supply components before reconnecting power. If the product does not work properly, contact kci. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.